Manufacturer narrative:
The reported noise was confirmed in the laboratory via review of the stored electrograms. The device was tested on the bench as well as using automated test equipment, and no anomaly was found. The cause of the reported noise could not be determined.

Event description:
It was reported that the device was explanted and replaced due to noise. No further information is available.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.